Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03097. Investigation is ongoing.

Event description:
As reported from our affiliates in austria, it was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the commander delivery system balloon burst during valve deployment, but the valve was successfully implanted. Consequently, the balloon could not be retracted into the esheath since a "parachute" effect occurred. Therefore, the esheath and the commander delivery system balloon were surgically removed as a single unit. The patient was doing well. As per medical opinion, the perceived root cause of this event was native valve calcification and possibly calcified lvot. As per pre-decontamination evaluation, it was observed that the distal balloon was separated from the proximal balloon. There was missing balloon material and the esheath liner was fully delaminated.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was expanded, and the distal tip was opened. The liner was fully delaminated 2 cm in length from the distal tip. The c-marker was present and attached. There were scratches noted near the distal tip. Provided imagery was evaluated, and the following observation was noted: calcification was observed at the access vessels and vessel bifurcation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the returned device. Available information suggests that patient factors (non-coaxial alignment from patient factors) and/or procedural factors (excessive manipulation, withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment, excessive manipulation may have been applied to retrieve the commander into the sheath, and there was calcification presence in the patient's anatomy which can cause non-coaxial alignment between the devices. Withdrawal of delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.